Event description:
A patient reported they were unable to test. Their surestep enhanced meter allegedly prompting different error messages, but patient doesn't remember what they were. There was no result on their meter due to being unable to test. There were no other tests or comparisons. Treatment was food. No further information has been reported.